Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient needed the stimulation adjusted because they stated it was ¿like it was turned up too high.¿ it was noted that the patient turned it down to the lowest point and it was ¿still too much¿ for the patient. The patient stated that this stated to occur a ¿couple of weeks¿ prior to report and attributed it to the fact that they had been much more active as of late. It was noted that the patient was not as active when the device was first implanted. The patient had tried contacting the manufacturer representative in the area on friday but had not heard back. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.